Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead not successfully implanted due to unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead not successfully implanted due to lead was damaged during implant. There was damaged done to the implantable cardioverter defibrillator coil, so the physician asks for a new lead. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.